Event description:
It is reported that the patient faced high blood glucose levels upto 500 mg/dl on (B)(6) 2026 for more than four hours. The patient got treated with manual injections.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 8021545.